Event description:
It was reported: when the surgeon tried to insert micro acutrak 2 screw to the bone, the tip of the drivers broke. The broken fragment could not be removed from the patient's body.

Manufacturer narrative:
Product examination: two 1.5mm cann. Quick release driver tip, ht-0915, (batch #s: 559017 and 564959) was returned and was examined under magnification. The main body of the drivers were returned; the tip of the drivers were broken off. Measurement of the overall returned body length (batch 559017) was found to be 3.4115". Measurement of the overall returned body length (batch 564959) was found to be 3.4235". Both drivers had a curved fracture surface with signs of necking, indicating a likely ductile fracture. The fracture surface is dull and gritty. No definitive conclusions can be made. Related MDR numbers (including this report) 3025141-2026-00245.